Event description:
Needle broke at plastic hub while chemo was infusing. Small amount leakage area washed thoroughly with soap and water. (Sample)device not labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: 4.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently. The device was not destroyed/disposed of.